Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image was not displayed due to damaged charged coupled device unit and dirty objective lens. The most probable cause of dirty objective lens could not be established whereas the most probable cause of corrosion on nozzle is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibite corrosion on nozzle, debris was present on the objective lens, and the device failed to display an image. There was no patient involvement.